Manufacturer narrative:
The reported event occurred on a cobas taqman instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. Data analysis did not reveal any indications of an instrument-related issue contributing to the unresolved pools. A review of the alleged reagent lots (h06828 and g16011) did not identify any issues, and no internal non-conformances related to the customer allegation were found. It was noted that reactive pool results are considered interim results and must be resolved through resolution testing, with the resolution testing results considered final. The samples in question were determined to be non-reactive based on matching negative serology results. The device remained in operation at the customer site.

Event description:
The initial reporter alleged discrepant results using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. The allegation involved reactive results in pools for hepatitis c virus (hcv) and human immunodeficiency virus (hiv) that resolved to non-reactive results during resolution testing. The reactive pool results were considered interim results, and the resolution testing results were considered final. Serology testing for the samples in question was non-reactive.